Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed last error code 46508. Functional testing was performed. The issue was due to a faulty mainboard. The mainboard was replaced.

Event description:
It was reported that the device had a faulty error 46508. The event occurred during a routine preventive maintenance inspection. There was no patient involvement.